Event description:
(B)(4). No serious injury alleged. Malfunction alleged.dealer states the tilt makes a noise when lifting up. Dealer says the user says the tilt would drop down a little when tilting. MDR filed.